Event description:
This spontaneous case was reported by a physician and describes the occurrence of device breakage ("inner sheath broke free leaving the insert visible at tubal ostia with scope/catheter breakage") in a female patient who had essure (batch no. He012w2) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2018, the patient had essure inserted. On the same day, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and complication of device insertion ("complication of device insertion"). On (B)(6) 2018, the patient experienced device deployment issue ("deployment difficulty / device did not appear to release from insert"). The patient was treated with surgery. Essure treatment was not changed. At the time of the report, the device breakage, complication of device insertion and device deployment issue outcome was unknown. The reporter provided no causality assessment for complication of device insertion, device breakage and device deployment issue with essure. The reporter commented: after cannulating the second insert, provider stated the button did not fully actuate. Upon second roll back the device did not appear to release from insert. The inner sheath broke free leaving the insert visible at tubal ostia with scope. Hcp will assess with confirmation test. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of device breakage ("inner sheath broke free leaving the insert visible at tubal ostia with scope/catheter breakage") in a female patient who had essure (batch no: he012w2) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "deployment difficulty / device did not appear to release from insert/upon second roll back the device did not appear to release from insert" on (B)(6) 2018. On (B)(6) 2018, the patient had essure inserted. On (B)(6) 2018, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and complication of device insertion ("complication of device insertion/after cannulating the second insert, provider stated the button did not fully actuate"). The patient was treated with surgery. Essure treatment was not changed. At the time of the report, the device breakage and complication of device insertion outcome was unknown. The reporter provided no causality assessment for complication of device insertion and device breakage with essure. The reporter commented: after cannulating the second insert, provider stated the button did not fully actuate. Upon second roll back the device did not appear to release from insert. The inner sheath broke free leaving the insert visible at tubal ostia with scope. Hcp will assess with confirmation test. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-mar-2019: quality-safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report